Event description:
It was reported when using the bd pyxis medstation system the nurse pulled the medicaion from the fake name. The customer reported that the user needed medication urgently so they took the medication under a fake name as the patient which was not registered yet. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication ID synchronization issue. The technical support specialist advised to follow patient reconciliation workflow to give to pharmacy admins to perform required workflow to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.